Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "can not secure cutter." The device was used during a surgical procedure. No patient injury or medical intervention occurred. There was no additional info provided.